Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt says ins drains very fast even if they're not using it. It's glitching and it shuts off and their back is killing them. They said their lead wires fell out of their spine and said the issue started "months ago". They said "this is the 3rd time dr (B)(6) will have to fix it. Pt clarified that the lead wires keep falling out of their spine. Pt says they "just got approved to have another one put in my neck". Pt says their husband has been ill so they haven't had time to focus on their issue. Pt will continue to work with doctor on this issue.